Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
Information was received from a company representative regarding a patient receiving intrathecal lioresal 2,000mcg/ml, 150mcg/day, for intractable spasticity. On (B)(6) 2015 the patient underwent a catheter replacement (refer to manufacturer's report # 3004209178-2015-14541 for information pertaining to catheter issue/replacement). While in the operating room (or) the company representative attempted to update the pump. The programmer showed: memory error, telemetry cancelled, incomplete telemetry error, pump status unknown, and pump shut-off for four minutes. A second attempt to update the pump was made with another programmer and was successful. It was confirmed that the software being used by both programmers was aar. There were no associated patient symptoms. The patient's medical history included stroke. Follow-up is being conducted to obtain all relevant information to the event. If additional information is received, a follow-up report will be sent.